Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that the vascular stent was advanced to the treatment site in the mid-sfa, but could not pass through the lesion to deploy the stent. There was resistance during retraction of the delivery system. Most of the stent deployed in the introducer sheath but approx 2cm of the stent deployed in the vessel. Reportedly, the safety clip was never removed. The delivery system and stent were pulled through the sheath with no damage to the vessel. A competitor's stent was implanted without incident. There was no report of injury to the pt.